Manufacturer narrative:
The reported 50.0mm acutrak® 4/5 bone screw (part number am-0050-s) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.5mm cannulated hex driver (part number hd-2515, batch 354687) was examined visually under magnification. The returned driver was confirmed to have batch number 354687. Significant signs of wear including scratches and discoloration were observed all around the driver and handle. A torsional fracture pattern was identified in the hex portion of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Additionally, the edges of the hex feature show significant twisting in the remaining driver tip. The overall driver shaft length was measured to confirm the fracture point. The driver shaft measured 3.14", indicating that approximately 0.11" of the driver's tip broke off. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon inserted 50 mm screw into the patient's fifth metatarsal bone when the driver tip broke. The broken piece of the driver and the screw were removed with another unknown driver owned by the hospital. The surgery was completed with a shorter screw. It was also reported the surgery was prolonged due to the time required to remove the screw; however, it is unknown by how long the surgery was prolonged. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00003 for the driver involved in this event.